Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an external device. It was reported that the patient is having difficulty recharging their ins in that they will intermittently see an error message stating "battery empty please recharge the controller". Rep states the patient has confirmed their controller was at 100% charge and their ins was at 40% charge, however this message appeared after plugging in the recharger antenna and appeared when the controller was at 90% charge. Rep states this began on (B)(6) 2023 for the patient. Sometimes while charging, the controller screen pauses and goes black. Additional information was received from a manufacturer representative (rep) regarding an external device. The rep also stated that the controller and battery back were defective and referenced the patient has been dealing with this since october. The rep described that the controller screen would have garbled black lines and the controller goes blank and unresponsive. When the controller was plugged into the wall there were unspecified error messages. When the controller is shaken it rattles. The controller has been able to fully charge. The controller flashes while charging the implant. Agent reviewed these symptoms are attributed to the controller. It was reported that the patient had a replacement. The rep did not specify during call if this was an ins replacement or a replacement of the patient's external components. Ts sent email to rep to clarify and provide sr details, including event date and notify date. The rep then confirmed that it was a replacement of the patient's controller at some point. The rep then called back and reported that the patient is having difficulty with their controller or possibly the battery pack, in that the screen becomes white when the patient is recharging their ins, and a piece is broken inside of the controller, as it rattles. Rep also states the patient was unable to unlock their controller when placing their finger on the screen. When the screen does go white, the patient is reported to take out their li battery and place it back in again, which resolves the issue, but sometimes takes two or three attempts. Rep states this began for the patient in october 2023, and the patient stated they saw the white screen on (B)(6) 2023 and had difficulty unlocking the controller on (B)(6) 2023. Patient was overheard stating she did not know when the controller had a loose piece. Rep states the controller was replaced, however these issues began after the patient received their new controller. Rep states the controller is working normally today. Rep also states the patient is on a version of hd therapy set at 10.4 ma and has been on this programming for a couple of years. Ts confirmed on the call that the li battery pack charges normally and is working normally, and confirmed the issues presented during the call were the controller screen issues only. Rep also states she can clearly feel the patient's ins and it feels "normal" with a dip in the skin where their incision scar is. A replacement recharger (rtm) was sent out.    Additional information was received from a patient (pt). It was reported that they received the replacement controller and recharger and was able to charge the implant up until last night. Screen was stuck at checking the recharger and they would get a please wait screen then the screen would go black. During the call patient reset the controller and plugged the recharger. Patient got excellent. Controller was at 70% and implant was at 60%. Agent redirected patient to their hcp to address the issue and agent provided nas phone number. Patient denied recent falls, physical traumas or weight gain. Patient lost a couple pounds.  Additional information was received from a patient (pt). It was reported that they had multiple calls to technical services (tss) about the charging issues this pt was experiencing. Mdt reiterated details of several other cases and said they met with the pt last week and realized the ins may be tilted in the pocket. Pt had persistent recharging issues. Rep. Noticed a "little post tissue out of the incision site" of the ins. Rep. Said the pt noticed the ins would be charging and then would abruptly stop charging after 30 minutes or so. Rep. Said the pt may be trapping heat and mdt rep. Said said when the pt say back on chair the ins seemed to "not charge quicker." Pt had not lost weight and rep. Said it may be a "temperature sense issue" where the temperature sensor was slowing down rate of charge or stopping the charge. Rep. Denied any pt falls or traumas. Tss suggested possible redirect to their healthcare provider (hcp) if implant was tilted. Rep. Conferenced the pt into call. Pt got stuck on checking the recharger screen when trying to charge ins. Controller reset, but pt got stuck on checking the recharger screen again. Pt unplugged replacement recharger and plugged in old recharger and was successfully able to initiate a charging session. Pt was recharging excellent. Pt mentioned it was "a little stiffer" plugging in the replacement recharger.  Additional information was received from a patient (pt). It was reported that they got the new recharger (rtm) but they were still unable to recharge the implantable neurostimulator (ins) for they got the same message saying checking recharger when trying to charge the ins and then after two minutes the screen would go black. A replacement controller and battery pack were sent out.    Additional information was received from a patient (pt). It was reported that they got the new controller and battery pack, but was still not able to connect to set up controller. During the call, agent had patient attempt to go through the pairing process, but patient again just got stuck on checking the recharger. Patient confirmed they were using the new recharger from last week as well. Agent reviewed as same issue was still happening after having all equipment replaced, to follow up with doctor/rep in person.   Additional information was received from a manufacturer representative (rep). It was reported that the rep is with the patient (pt) in clinic to try to pair new controller with ins. Pt also has recently received a new recharger (rtm) and battery pack as well. When trying to pair new controller, the screen gets stuck on "checking the recharger" for minutes without this resolving. Caller noted that she never heard any clicking from controller/rtm during this attempt. Caller tried different combinations of old controller and new controller along with new rtm but got stuck on the same screen when trying to pair with the ins. The caller also had two other spare used rtm's but this didn't resolve the issue. Tss had caller try disable device feature using pt's newest external components that were recently sent to the pt. They initiated the disable device feature and appeared to get thru this process completely but this didn't resolve the telemetry issue and they were still getting stuck on the "checking the recharger" screen when trying to start an ins recharge session. Tss reviewed getting log and session files from today as there is cp app telemetry which showed ins charge level of 40% earlier today. When trying to create an mdt file, the ins level was too low to do this. Tss will send instructions for sending in log files to manufacturer for analysis to decide next steps for this patient. Pt's last communication with her ins using externals was april 24 and pt's stim has been off since around that time. There hasn't been any falls or procedures per the pt. The rep then called and reviewed the pt's situation and noted that the managing doc is inquiring if a field engineer could come assess before they consider replacing this ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Caller is looking for update on log files. Caller indicated the ins is no longer working and eagerly looking forward to the result. Sent email to rep that we just received log files and those are being looked at. Additional information was received from a manufacturer representative (rep). Pt still having same issue with ins recharging. Pt getting injections to manage pain since pt hasn't been able to use her scs system. Per rep, pt has had gradual loss of 25 lbs and ins is slightly tilted but caller can still feel ins and it's not deep. No falls or trauma. They are meeting with pt may 23 to do further troubleshooting - tss reviewed trying disable - enable feature again to exhaust troubleshooting and they will consider if they want to try to create medtronic file or not. They are considering explant of ins. Additional information was received from a manufacturer representative (rep). Rep met with pt in clinic and pt reports that their recharging issue has resolved and they can charge normally. Pt is currently using their original controller and most recent recharger (rtm) that medtronic sent to them. Ins currently charged to 100%. Tablet communication is fine. Impedances normal and caller did some routine reprogramming during clinic visit. Initiated recharge session which was done successfully with excellent recharge quality. Pt did session with controller alone and was able to connect to ins fine.